Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 334 mg/dl. The customer states that she has a black screen, she changed it 5 times and it won¿t come on. Troubleshooting was performed for blank display and noticed display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to battery tube power connector not connected properly to electrical board. Connected power connector and continued testing. Device passed the self test, sleep current measurement, active current measurement, and the displacement test.